Manufacturer narrative:
D9: date returned to mfg 5/30/2024. One device was returned for analysis. Visual inspection showed a lifted dso seal, worn uso seal, scratched lens, and a loose latch lever. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was related to the dso seal and loose cass lever. As a result, the dso seal and lock assembly were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's downstream occlusion seal was blistered, and the cassette lever was loose. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.